Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed and a watchman fxd curve access system (was) and a 24mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. Pre transesophageal echocardiography (tee) imaging was performed, and 10,000 units of heparin were administrated to the patient right after transseptal crossing using versacross connect. This was used, and the pigtail catheter was removed. The 24mm closure device was introduced into the patient through the was sheath and deployed. Upon deployment of the closure device a thrombus was noted on echocardiography. The physician performed a tug test, and compression was quickly assessed in a single view. The closure device was released to allow the physician to try and aspirate the thrombus through the was sheath. The position, anchor, size, and seal (pass) criteria was confirmed, and the closure device was released. Post aspiration, a clot was still noted on the face of the closure device. The was sheath was reintroduced into the la, and a penumbra aspiration system was attached to remove the clot. The majority of the clot was successfully extracted. The physician planned to keep the patient overnight on a heparin drip and to maintain the patient on anticoagulation. The patient is expected to fully recover. It was further reported that the patient was discharged, and a computed tomography (CT) scan was performed the next day, the patient did not suffer a stroke or any adverse event.

Manufacturer narrative:
B5 describe event or problem: updated with additional information received. H6: impact code added.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed and a watchman fxd curve access system (was) and a 24mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. Pre transesophageal echocardiography (tee) imaging was performed, and 10,000 units of heparin were administrated to the patient right after transseptal crossing using versacross connect. The was used, and the pigtail catheter was removed. The 24mm closure device was introduced into the patient through the was sheath and deployed. Upon deployment of the closure device a thrombus was noted on echocardiography. The physician performed a tug test, and compression was quickly assessed in a single view. The closure device was released to allow the physician to try and aspirate the thrombus through the was sheath. The position, anchor, size, and seal (pass) criteria was confirmed, and the closure device was released. Post aspiration, a clot was still noted on the face of the closure device. The was sheath was reintroduced into the la, and a penumbra aspiration system was attached to remove the clot. The majority of the clot was successfully extracted. The physician planned to keep the patient overnight on a heparin drip and to maintain the patient on anticoagulation. The patient is expected to fully recover.